Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. The patient thought the implant was not working. The issues started a month prior to call, around the time of their myelogram. While on the call, stimulation was confirmed on. Increasing from 2.9 v to 3.5 v on program one did not resolve the issue. Increasing to 3.5 v on program two also did not result in stimulation. The patient felt stimulation on program three at 2.0 v. The patient¿s stimulator wiggled up to the surface and irritated and hurt the area. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0l239, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
The patient¿s healthcare provider analyzed the implant site and recommended they follow up in six months. The site was fine and had no issues at the time of the call.